Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 11:20:34. During night drain cycle nine, the patient's ultrafiltration reading was 1243ml, indicating the home patient (hp) drained 1243ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event logs. The cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.